Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.additionally, a review of the complaint history identified no similar incidents from this lot. The xience alpine everolimus eluting coronary stent system (eecss), domestic, instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure, fluoroscopy was performed as a 2.50 x 23 xience alpine stent delivery system was advanced, and it was noted that the stent was not on the balloon. The device was removed and it was reconfirmed that the stent was not present on the device. Another xience alpine was used to successfully complete the procedure. Afterwards, it was noted that the stent was in the trash. It is unknown how the stent got there, but it is suspected that the stent dislodged during preparation of the device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.